Event description:
Patient is a african american female. She was admitted in 2009, to same day surgery, was undergoing total hip arthroplasty with diagnosis of severe osteoarthritis with avascular necrosis femoral head. Only documented allergy is to streptomycin. Preop: a preoperative cxr was done on the same day, -08:12-. Because patient was short of breath and the cxr showed that the heart is normal in size and there is no evidence of infiltrate. Also an xray of pelvis -on the same day, -08:12- was done preoperatively which showed that left hip was normal and that right hip demonstrates superior osteoarthritis. It also showed focal increased density adjacent to the left iliac wing and in appearance suggesting some osseous dissolution of its lateral cortex. Intra-op: patient underwent general anesthesia with midazolam 2 mg and propofol 160 mg IV push and was also intubated at 9:25 am. Preoperatively vitals were: blood pressure 115/60 mmhg, hr 62, rr 16 o2sat 98%. Patient also received cefazolin 1 gm ivpb and gentamicin 80 mg ivpb at approximately 9:30 am. Patient was administered lactated ringers at 500 ml/hr and also receiving oxygen. Operation started at 10:20 am. Two packs of surgical simplex p radiopaque bone cement -methyl methacrylate- was used for prosthesis and administered at 1:05 pm. After cement was administered, patient developed acute anaphylactic reaction and became severely bradycardic and hypotensive and saturation dropping. Code 99 was called at 1:00 pm. Prior to code team arriving epinephrine x 2 and atropine x 2 was administered. During the code, a total of 5 ampules of epinephrine and 5 ampules of atropine, and 3 ampules of sodium bicarbonate was administered. Tried to resuscitate patient, however, patient expired at 1:50pm. Post-op: autopsy showed fat emboli and cement in lungs. Dose: 2 packet. Frequency: once. Dates of use: 2009. Diagnosis: total hip arthroplasty.